Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 45 stapler was clamped down on the tissue and had to be removed manually. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the sureform 45 stapler was fired, but was not unclamping. The customer successfully used the manual release knob (mrk) to release the stapler from tissue. The issue occurred while transecting stomach tissue. There were not any malformed staples and the staple line was complete. The procedure was completed with no patient injury.

Manufacturer narrative:
Isi received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but did not replicate the customer reported complaint. The sureform 45 stapler instrument was found to have an unclamping failure based on log review. The root cause is not determinable/applicable. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped without any issues. No damage was found. A review of the instrument log for the sureform 45 stapler (part number 480445-04/ lot number t90201105 0018) associated with this event has been performed. Per logs, the sureform 45 stapler instrument was last used in a procedure on (B)(6) 2022 via system sk4285. The alleged instrument had 0 use remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis confirmed a functional test failed unclamp failure. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.